Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen had a delayed response/ was unresponsive. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.